Event description:
It was reported that five days after a coronary artery drug eluting stenting treatment procedure, a pt death occurred. Lesions were located in the proximal left anterior descending (lad) artery and the 1st diagonal. There was no stenosis present in the left main artery (lma), the circumflex (cx) or the right coronary artery (rca). The physician pre-dilated the lesions with a maverick 2.50x15.0mm balloon at 12 atms and then implanted a taxus liberte 3.0x20.0mm drug eluting stent (des) at the lesion site. There were no pt complications. The pt was discharged from the hosp four days later. The next day, five days post-procedure, the pt was found dead at his residence. Several attempts for follow-up have been made, as to the cause of death, but have not been received as of the date of this report. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.